Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. No segment of the balloon was detached inside the patient after it ruptured. Dilation was completed using this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).